Event description:
Device interrogation at office visit revealed that device output current was set to 0ma and not to the parameter to which it was last programmed. The patient had reportedly experienced an increase in seizures prior to this office visit. The device was reprogrammed to desired output current, but the patient's condition again deteriorated two days later. A different neurologist questioned whether the device had ever been programmed to on in the first place or whether the output current somehow got inadvertently reset to 0ma. Investigation to date had been unable to determine whether the device is functioning properly.